Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture's representative via a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient had their catheter replaced at (B)(6) hospital on (B)(6) 2016. A new 8780 catheter, lot# n6677 25005, was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.